Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history record review was performed on part # 498.114, lot # 8923955. Manufacturing location: (B)(4), manufacturing date: 16. Apr 2014. No (non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Catalog number updated from sterile to non-sterile part. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event was detected post-operatively. There was no prolongation of surgery. Concomitant medical products: click x pedicle screw (part: 498.989, lot: 9324352, quantity: 4); click x pedicle screw (part: 498.990, lot: 9316110, quantity: 6); click x pedicle screw (part: 498.995, lot: 8760151, quantity: 2); click x locking cap (part: 498.570, lot: 9297510 quantity: 11).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are mni, mnh, kwp and kwq. (B)(4). The reported device is still implanted in the patient. Revision surgery, although advised, has not yet been scheduled as of the date of this report. The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that x-ray taken on (B)(6) 2017 revealed displacement of the rod out of the click'x locking cap. The implants were initially implanted on (B)(6) 2015. Revision surgery will need to be performed but has not yet been scheduled. Concomitant medical products: click x pedicle screw (part: 498.990, lot: unknown, quantity: 2); click x pedicle screw (part: 498.989, lot: unknown, quantity: 4); click x pedicle screw (part: 498.990, lot: unknown, quantity: 4); click x pedicle screw (part: 498.995, lot: unknown, quantity: 2); click x locking cap (part: 498.570, lot: unknown, quantity: 11). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.